Event description:
The customer obtained a non-reproducible false negative vitros anti-hbc result for one patient sample while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible false negative vitros anti-hbc result occurred while using the vitros eci immunodiagnostic analyzer. A definitive root cause could not be determined. However, an unknown sample interferent or an analyzer related event cannot be ruled out as contributing factors to this event.